Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was explanted and replaced as a resolution. Diagnostic imaging was performed during the revision and no anomalies were observed. The patient is stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported event(s): visual inspection of the lead found an external insulation abrasion breaching the optim sheath at the proximal region with intact silicone insulation beneath. The cause of external insulation abrasion is consistent with friction to the device can.